Event description:
A patient reported experiencing inaccurate erratic results with an ot basic meter. The patient's blood glucose results were not reported. Tests were done within unknown minutes with a difference of greater than 20%. Patient did not experience any adverse events. No further information has been reported.